Manufacturer narrative:
(B)(4). Procedural image review: initial procedure cardioangiogram (cag) images show the stent profile appearing to be distorted and not fully concentric in the vessel. An angiography performed the following day shows the stent distortion is still evident on the images.

Manufacturer narrative:
Intent of procedure was to implant a des to treat a stemi. Target lesion was in the proximal lad. A non-medtronic balloon was used for inflation of the proximal lad. The resolute integrity stent was then deployed for 20 seconds. A non-medtronic balloon was again used for inflation of the proximal lad. Thrombus was treated by balloon dilatation of the mid lad, thrombectomy of the mid lad and a non-medtronic drug-eluting stent in the mid lad. Patient medication: heparin, versed IV, fentanyl IV, lidocaine subcut, heparin IV, plavix po, aspirin po, nitroglycerin ic. Procedural image review: initial procedure cardioangiogram (cag) images show the vessel to be severely narrowed. A balloon was being used to pre-dilate the vessel. The images show the stent being positioned in the vessel. The stent appears slightly damaged. The stent was post-dilated a number of times. An angiography performed the following day shows evidence of a stent thrombosis. There is evidence of a balloon being inflated inside the stent in an attempt to clear the thrombus. There is still evidence of some blockages within the stent. There is evidence of a damage/fracture on the stent. The images show the unknown stent being placed inside the previously deployed stent. The unknown stent is post dilated a number of times.

Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute integrity stent. No resistance was noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no abnormalities noted. Target lesion in the lad had a little calcification, 99% stenosis and minimal tortuosity. Inflation pressure of 16 atm was used to deploy the stent. There were no issues noticed during deployment, the stent was fully expanded during angiogram. There were no issues noted on the resolute integrity balloon post procedure. During an angiography procedure one day later, the physician noted in-stent thrombosis related to stent fracture of the previously implanted resolute integrity (rx) drug eluting stent in the lad. Thrombus was treated by balloon dilatation, thrombectomy and a drug-eluting stent. Patient was on dapt at the time of the event. Physician stated that the fracture caused the thrombus.